Event description:
The user facility reported a 69-year-old black male was implanted with an impella cp pump presented to the operating room for escalation to the impella 5.5 pump as a bridge to left ventricular assist device (lvad). The impella 5.5 was inserted, turned on, and immediately alarmed ¿impella stopped motor current high.¿ attempts were made to restart the pump which failed. The patient arrested during this time and required two rounds of cardiopulmonary resuscitation (CPR), epinephrine, and was defibrillated once. Additional bolus of heparin was given and return of spontaneous circulation was achieved. A new impella 5.5 was inserted successfully.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: pump stop IFU: impella 5.5, ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ arrhythmia IFU: impella 5.5 . Nothing beyond study data. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation into the pump did not start and the vf/vt/af/at events has been completed since the original report was filed. The device was returned for evaluation, visually inspected, and tested. The cause of the pump did not start issue was not determined since pump stop issue did not reproduce per field investigation and logs indicating high motor current pump stop per log review. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined.